Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access. As it was stated, the rust occurred on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as corrosion was detected on device. In the time when the event occurred, the device was not being used for patient treatment and it contributed to the event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The most likely root cause of this premature oxidation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incomplete drying after paint process would have led to the containment and oxidization under the paint. So far, all cases reported correspond only to the main arm sections manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported since the supplier fengmi has been replaced. Moreover, the root cause of the rust and the paint chips could be higher humidity, fumigation and/or water ingress. The user manual mentions all the recommendations about the environmental conditions for use and it explains how to check the devices during daily inspections. Manufacturer recommends to inform the customers about the hazard in cases of non-compliance of instructions for use. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 25th february, 2019 getinge became aware of an issue with one of surgical lights - volista access. As it was stated, the rust occurred on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).